Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: it was reported that during the patient's anaesthesia, it was noticed that a 30 ml luer lock syringe became stuck in the middle of the anaesthesia. The situation was noticed when the syringe pump alarm began to indicate a blockage. The same thing happened on (B)(6) 2025. Possible or actual consequence for the person the patient is left without anaesthetic drugs during anaesthesia. The syringe pump does alert to the blockage, but it is difficult to assess whether the set infusion rate had slowed down before that and how it affected the depth of the patient's sleep during surgery. On (B)(6) 2025 1. Batch code is 2507044 2. We use b. Braun medical syringe pumps: perfusor space and space plus perfusor. There have been incidents in different operating rooms with several syringes and syringe pumps. 3. The impact on the patient is uncertain, because the syringe pump alerted about the blockage when the problem occurred. We cannot say if the situation had an impact on the patient's medication dose from an earlier moment. 4. One unused syringe from the same batch is to be provided as a sample. The used syringes have been discarded. The problem has not occurred in all syringes in the batch.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: there was an absence of photographic documentation or physical samples submitted for the investigation concerning the reported issue. A thorough review of the history associated with syringe 30ml ll lot 2507044 was performed, revealing no deviations or non-conformities linked to the alleged defect. Six retained samples were analyzed further, and visual inspections indicated that none of the reported defects could be replicated. The plunger exhibits normal movement when actuated manually, indicating that the silicone is correctly distributed. In order to evaluate the plunger movement and the functional performance of the syringe, two mechanical tests were conducted: break-out force and sustaining force, in accordance with procedure. In addition, silicone content quantification was performed on each sample in accordance with procedure. The results obtained are within the established specification limits. The product is subjected to inspections at multiple stages throughout the manufacturing process to guarantee its quality and functionality. Given the current information, we are unable to pinpoint a root cause associated with the manufacturing process. Our quality team will persist in monitoring any complaints related to this device and the reported condition for potential emerging trends.